Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the catheter caused the user to experience loss of 4 pints of blood into the bag, (B)(6). Weight loss and infection. User stated that the physician did not use pvp betadine when inserting the catheter.